Event description:
It was reported that a spectrum infusion pump was alarming sys error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the sys error 322. The software was upgraded per the approved. Remedial action activities and to address potential. Non-mechanical issues. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.